Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the yankauer suction tubing. The customer reports that the tip broke off of the tube during use on a patient.